Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that they received a message on the pump that the memory was wiped clean. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No unexpected restart or external ram crc error alarms noted. All operating currents were within specification. Several displayable history crc alarms were noted in the history file due to a corrupted history file. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.